Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing. On (B)(6) 2020 the customer alleged power loss alarm. Pump received with detached retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump received with keypad overlay texture damage, pillowing keypad overlay, cracked case on corner of belt clip rails, missing display window/cover, broken reservoir tube lip, missing o-ring(reservoir tube), cracked reservoir tube lip, scratched case, cracked case above arrow and battery icon, and cracked battery tube threads identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) was within spec range, but the loaded voltage (loaded vlith) was not within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2020 at 08:42:23, 08:42:33, 08:45:06, and 08:45:17; and also, found: low battery alarms on (b(6) 2020 at 12:16:00. On (B)(6) 2020 at 11:41:01. Replace battery alarm on (B)(6) 2020 at 12:50:00 and 20:00:00. On (B)(6) 2020 at 02:00:00 and 06:40:00. On (B)(6) 2020 at 10:00:00 and 10:18:00. On (B)(6) 2020 at 20:00:00. On (B)(6) 2020 at 03:06:00. On (B)(6) 2020 at 08:00:00. Replace battery now on (B)(6) 2020 at 20:31:00. On (B)(6) 2020 at 07:11:00 and 07:21:00. On (B)(6) 2020 at 10:31:00 and 10:41:00. On (B)(6) 2020 at 20:31:00 and 20:41:00. On (B)(6) 2020 at 08:31:00 and 08:41:00. Power loss alarm on (B)(6) 2020 at 11:28:42. On (B)(6) 2020 at 13:32:24. On (B)(6) 2020 at 22:42:25. Failed battery alarm on (B)(6) 2020 at 02:10:00. On (B)(6) 2020 at 22:41:42and 22:41:53. Insert battery alarm on (B)(6) 2020 at 13:07:50 and 20:37:52. On (B)(6) 2020 at 02:09:31 and 02:10:08. On (B)(6) 2020 at 22:42:07. On (B)(6) 2020 at 03:06:34. On (B)(6) 2020 at 08:43:12. Pump passed self test, sleep current measurement, and active current measurement. Unable to perform displacement test due to missing retainer ring. No unexpected low battery, replace battery now, power loss, failed battery, and insert battery alarms during testing. In summary, pump did not pass all required testing. Customer alleged for power loss alarm was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.